Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿all channels of the endoscope, including the auxiliary water channel where existing, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids.¿ based on the results of the investigation, the event was caused due to inappropriate user handling and/or reprocessing. There was foreign matter present on the device which appeared to be clogged tissue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user report was confirmed as foreign matter was noted in the forceps passage. Additionally, the plastic cover had dents and scratches. The suction flow was compromised due to a clog. The ob and light guide (lg) lens' had chips. The image presented 3 dots after the fog test. Minor scratches were noted on the insertion and lg tubes. The angulation provided a low reading. The control knob movement was in the 'play' position and the labeling had minor peeling. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera ii colonovideoscope presented an aspiration problem. According to the initial reporter, something was stuck in the air/water nozzle. This event occurred during reprocessing and had no patient involvement.